Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 28-sep-2022 . H6: investigation summary a device history record review was completed for provided material number 300296 and lot number 2207130. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, both a picture sample and physical sample were returned for evaluation by our quality engineer team. Through examination of the samples, tip breakage was observed. Although an exact cause could not be determined, it is possible that the breakage resulted from a blockage in the barrel feeding process that went unidentified by the detection system. The damage caused could then produce breakage during use of the product.

Event description:
It was reported that the bd discardit¿ ii syringe tip broke off when connecting it to a urinary catheter. The following information was provided by the initial reporter, translated from french: "broken tip when connecting to a urinary catheter".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ ii syringe tip broke off when connecting it to a urinary catheter. The following information was provided by the initial reporter, translated from french: "broken tip when connecting to a urinary catheter."